Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device gave an e6 error, the device had low resistance 37 ohms (thermistor failure) and there was an electrical pin pushed back into the connector. It was determined that the flex circuit was worn out and showed corrosion and the electrical pin pushed back was a connector. It was further determined that the flex circuit was worn out and showed corrosion which was consistent with normal use. It was observed that the worn out flex circuit was what caused the thermistor failure and the e6 error. It was determined that the device worn out from normal use and servicing over time. It was further determined that the electrical pin that was pushed back was a spare pin and did not interfere with the functionality of the device; however, the pushed back pin was consistent with improper alignment when plugging the device into the console. It was determined that component damage was caused by user error. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error and worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device displayed an e6 error code, the pin was pushed back and thermistor read 37 ohms. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.